Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was capped and replaced. It was also reported that during the replacement procedure high right atrial (ra) lead thresholds were noted. The ra lead was also capped and replaced. No further patient complications have been reported as a result of this event.